Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported their controller stopped working and they were getting an error code rm03 whenever they went to charge their implanted neurostimulator. Patient said the issue started about a month ago and they hadn't been able to charge for at least 3 weeks now. Patient mentioned they had tried resetting the controller, but that did not resolve the issue. Patient confirmed there was no physical damage to the recharger, but said the paddle would get hot. Agent had patient reset controller by removing and reinserting li battery pack. Patient tried to start a charge session during the call and reported the rm03 message came up pretty immediately. The issue was not resolved. A repair request was sent to replace the recharger. See (B)(4) for previous replacements.